Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with far-field r-wave over-sensing from their implantable cardioverter defibrillator causing inappropriate automatic mode switch episodes. Programming changes were discussed with a healthcare provider. Patient had no consequences as a result of the event.

Event description:
New information received noted that the far-field r-wave over-sensing occurred again. Programming changes were discussed. Patient had no consequences as a result of the event.